Event description:
It was reported that the device had a cracked occlusion sensor. The event occurred during preventive maintenance inspection. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of cracked occlusion sensor. Visual evaluation revealed cracked downstream occlusion (dso) seal. Event history review showed 622 downstream occlusion alarms. The alarms occurred during infusion. The downstream was tested and occluded with a pressure of 14 psi. The upstream seal was in good condition. Cause of primary problem was cracks in the seal. No repairs were performed.